Manufacturer narrative:
Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The wife complained, on behalf of her husband, of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared with a laboratory result using and unknown method. The meter result was 5.5 inr and then 30 minutes later >8.0 inr. It was then that the medical emergency service was called and after about 3 hours, the laboratory result was 3.5 inr. The patient's therapeutic range 3.5 - 4.0 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.